Event description:
The lockable access tip disconnected from the drainage line. The access tip was still stuck in the valve. This was then removed. Nursing staff called and reported that the lockable access tip disconnected from the drainage line and was lying in bed with an unknown amount of time and was not noticed. The effusion has emptied into bed. Nursing staff recognized the potential danger of a possible iatrogenic pneumothorax and immediately removed the access tip from the pleurx valve. If there are any abnormalities of a pneumothorax, a chest x-ray has been done. 06aug2020: additional details received: 1. No x-rays have been done so far, they will be done if there are abnormalities of a pneumothorax. 2. A gravity bag was used.

Manufacturer narrative:
(B)(4) follow up emdr. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The lockable access tip disconnected from the drainage line. The access tip was still stuck in the valve. This was then removed. Nursing staff called and reported that the lockable access tip disconnected from the drainage line and was lying in bed with an unknown amount of time and was not noticed. The effusion has emptied into bed. Nursing staff recognized the potential danger of a possible iatrogenic pneumothorax and immediately removed the access tip from the pleurx valve. If there are any abnormalities of a pneumothorax, a chest x-ray has been done. On (B)(6) 2020: additional details received: no x-rays have been done so far, they will be done if there are abnormalities of a pneumothorax. A gravity bag was used